Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a procedure a blazer open-irrigated catheter had probe broken at the level of the irrigation tap. The device was withdrawn. No device or patient information was provided. The device is expected to be returned back. It was further reported that the issue was detected during procedure, the guidewire was broken in the distal irrigation part of the catheter. Issue was resolved by changing with another catheter. No patient complications were reported. Event date was feb 24 2022. Device was not kept by the physician.

Event description:
It was reported that for a procedure a blazer open-irrigated catheter had probe broken at the level of the irrigation tap. The device was withdrawn. No device or patient information was provided. The device is expected to be returned back.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.